Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / extreme severe and persistent pelvic pain") and genital haemorrhage ("severe bleeding") in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 3 ((B)(6)) delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon in (B)(6) 2011 and birth control pills in 2010. Concomitant products included sertraline (zoloft) for depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair falling out"), headache ("headaches"), arthralgia ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and alopecia had resolved and the headache, arthralgia, abdominal distension, allergy to metals, depression, anxiety, migraine and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013: she had an essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female ('pelvic pain / extreme severe and persistent pelvic pain/ I have excruciating pain in my pelvic area/severe and permanent injuries') in a 24-year-old female patient who had essure (batch no. B40018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida and parity 3 (dob (B)(6) 2010, (B)(6) 2011, (B)(6) 2013. Delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon and birth control pills. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as hydrocodone bitartrate;paracetamol (norco) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage ("severe bleeding/ bleeding for 6 months"). On (B)(6) 2013, the patient experienced pelvic pain ("cramping while not on my period / pelvic area/tummy cramp") and the first episode of migraine ("huge migraine"), 1 month 27 days after insertion of essure. In (B)(6) 2013, the patient experienced alopecia ("hair falling out / hair loss"), dyspareunia ("excruciating pain during sex"), loss of libido ("no sexual drive") and mood swings ("mood swing") and was found to have weight increased ("gained weight"). On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis"). In (B)(6) 2015, the patient experienced pruritus ("itching "). On (B)(6) 2015, the patient experienced urinary retention ("can´t pee"). On (B)(6) 2015, the patient experienced flatulence ("tummy gas pains ") and constipation ("no bowel movement"). In (B)(6) 2015, the patient was found to have white blood cells urine positive ("white blood cells in urine "). On an unknown date, the patient experienced pelvic pain female (seriousness criteria medically significant and intervention required), headache ("headaches"), joint pain ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), the second episode of migraine ("migraines"), back pain ("back pain"), menorrhagia ("extremely heavy periods"), discomfort ("I feel a pinch when cough or sneeze"), arthralgia ("sharp pain in both hips"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), abdominal pain upper ("stomach hurt"), pain in extremity ("pain in arm and hand"), musculoskeletal pain ("pain in shoulder"), decreased appetite ("loss of appetite"), diarrhoea ("diarrhea"), pollakiuria ("frequent urinating"), palpitations ("heart racing"), tooth disorder ("teeth problems"), gallbladder disorder ("gallbladder problems"), nausea ("nausea") and uterine haemorrhage ("abnormal uterine bleeding") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy and cystourethroscopy) and catheter. Essure was removed on (B)(6) 2015. In (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2015, the constipation had resolved. At the time of the report, the pelvic pain female and alopecia had resolved, the headache, joint pain, abdominal distension, allergy to metals, depression, anxiety, the last episode of migraine, back pain, pelvic pain, menorrhagia, discomfort, weight increased, dyspareunia, loss of libido, mood swings, arthralgia, thyroid disorder, blood cholesterol increased, dizziness, abdominal pain upper, adenomyosis, pain in extremity, musculoskeletal pain, urinary retention, flatulence, pruritus, white blood cells urine positive, decreased appetite, diarrhoea, pollakiuria, tooth disorder, gallbladder disorder, nausea and uterine haemorrhage outcome was unknown and the palpitations had not resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, allergy to metals, alopecia, anxiety, back pain, blood cholesterol increased, constipation, decreased appetite, depression, diarrhoea, discomfort, dizziness, dyspareunia, flatulence, gallbladder disorder, genital haemorrhage, headache, joint pain, loss of libido, menorrhagia, mood swings, musculoskeletal pain, nausea, pain in extremity, palpitations, pelvic pain, pollakiuria, pruritus, thyroid disorder, tooth disorder, urinary retention, uterine haemorrhage, weight increased, white blood cells urine positive, the first episode of migraine, arthralgia, pelvic pain female and the second episode of migraine to be related to essure. The reporter commented: discrepancy noted: date of removal- (B)(6) 2015 and insertion date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: adenomyosis. Diagnostic results: on (B)(6) 2013:she had an essure confirmation test. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received, : new event of abnormal uterine bleeding added. New reporter, lot number , rcc comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / extreme severe and persistent pelvic pain") and genital haemorrhage ("severe bleeding") in an adult patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 3 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2013 delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon in october 2011 and birth control pills in 2010. Concomitant products included sertraline (zoloft) for depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair falling out"), headache ("headaches"), arthralgia ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), migraine ("migraines") and back pain ("back pain"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and alopecia had resolved and the headache, arthralgia, abdominal distension, allergy to metals, depression, anxiety, migraine and back pain outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. Diagnostic results: on oct-2013:she had an essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / extreme severe and persistent pelvic pain/ I have excruciating pain in my pelvic area") and genital haemorrhage ("severe bleeding/ bleeding for 6 months") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psychological disorder nos, multigravida and parity 3 (dob (B)(6) 2010,(B)(6) 2011, (B)(6) 2013; delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon in (B)(6) 2011 and birth control pills in (B)(6). Concomitant products included sertraline (zoloft) for depression. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair falling out"), headache ("headaches"), arthralgia ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), back pain ("back pain"), abdominal pain lower ("cramping while not on my period"), menorrhagia ("extremely heavy periods") and discomfort ("I feel a pinch when cough or sneeze"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and alopecia had resolved and the headache, arthralgia, abdominal distension, allergy to metals, depression, anxiety, migraine, back pain, abdominal pain lower, menorrhagia and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, discomfort, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results: on (B)(6) 2013:she had an essure confirmation test. Most recent follow-up information incorporated above includes: on 25-jun-2018: information received from social media: reporter information updated. Events bleeding for 6 months, I have excruciating pain in my pelvic area were clubbed with previously reported events. Events menorrhagia, abdominal pain lower, discomfort were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain female ('pelvic pain / extreme severe and persistent pelvic pain/ I have excruciating pain in my pelvic area/severe and permanent injuries') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida and parity 3 (dob (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon and birth control pills. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as hydrocodone bitartrate;paracetamol (norco) and oxycodone hydrochloride;paracetamol (percocet). In (B)(6) 2013, the patient experienced genital haemorrhage ("severe bleeding/ bleeding for 6 months"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("cramping while not on my period / pelvic area/tummy cramp") and the first episode of migraine ("huge migraine"), 1 month 27 days after insertion of essure. In (B)(6) 2013, the patient experienced alopecia ("hair falling out / hair loss"), dyspareunia ("excruciating pain during sex"), loss of libido ("no sexual drive") and mood swings ("mood swing") and was found to have weight increased ("gained weight"). On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis "). In (B)(6) 2015, the patient experienced pruritus ("itching "). On (B)(6) 2015, the patient experienced urinary retention ("can´t pee"). On (B)(6) 2015, the patient experienced flatulence ("tummy gas pains ") and constipation ("no bowel movement"). In (B)(6) 2015, the patient was found to have white blood cells urine positive ("white blood cells in urine "). On an unknown date, the patient experienced pelvic pain female (seriousness criteria medically significant and intervention required), headache ("headaches"), joint pain ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), the second episode of migraine ("migraines"), back pain ("back pain"), menorrhagia ("extremely heavy periods"), discomfort ("I feel a pinch when cough or sneeze"), arthralgia ("sharp pain in both hips"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), abdominal pain upper ("stomach hurt"), pain in extremity ("pain in arm and hand"), musculoskeletal pain ("pain in shoulder"), decreased appetite ("loss of appetite"), diarrhoea ("diarrhea"), pollakiuria ("frequent urinating"), palpitations ("heart racing"), tooth disorder ("teeth problems"), gallbladder disorder ("gallbladder problems") and nausea ("nausea") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy (verything removed except ovaries)) and catheter. Essure was removed on (B)(6) 2015. In (B)(6) 2014, the genital haemorrhage had resolved. On (B)(6) 2015, the constipation had resolved. At the time of the report, the pelvic pain female and alopecia had resolved, the headache, joint pain, abdominal distension, allergy to metals, depression, anxiety, the last episode of migraine, back pain, pelvic pain, menorrhagia, discomfort, weight increased, dyspareunia, loss of libido, mood swings, arthralgia, thyroid disorder, blood cholesterol increased, dizziness, abdominal pain upper, adenomyosis, pain in extremity, musculoskeletal pain, urinary retention, flatulence, pruritus, white blood cells urine positive, decreased appetite, diarrhoea, pollakiuria, tooth disorder, gallbladder disorder and nausea outcome was unknown and the palpitations had not resolved. The reporter considered abdominal distension, abdominal pain upper, adenomyosis, allergy to metals, alopecia, anxiety, back pain, blood cholesterol increased, constipation, decreased appetite, depression, diarrhoea, discomfort, dizziness, dyspareunia, flatulence, gallbladder disorder, genital haemorrhage, headache, joint pain, loss of libido, menorrhagia, mood swings, musculoskeletal pain, nausea, pain in extremity, palpitations, pelvic pain, pollakiuria, pruritus, thyroid disorder, tooth disorder, urinary retention, weight increased, white blood cells urine positive, the first episode of migraine, arthralgia, pelvic pain female and the second episode of migraine to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on 05-dec-2014: adenomyosis. Diagnostic results: on (B)(6) 2013:she had an essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2020: quality safety evaluation of ptc. On 20-mar-2020: no new information was received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / extreme severe and persistent pelvic pain/ I have excruciating pain in my pelvic area/severe and permanent injuries') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida and parity 3 (dob (B)(6)2010, (B)(6)2011,(B)(6)2013 delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon and birth control pills. Concomitant products included sertraline hydrochloride (zoloft) for depression. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("severe bleeding/ bleeding for 6 months"), alopecia ("hair falling out"), headache ("headaches"), arthralgia ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), back pain ("back pain"), abdominal pain lower ("cramping while not on my period"), menorrhagia ("extremely heavy periods") and discomfort ("I feel a pinch when cough or sneeze"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, genital haemorrhage and alopecia had resolved and the headache, arthralgia, abdominal distension, allergy to metals, depression, anxiety, migraine, back pain, abdominal pain lower, menorrhagia and discomfort outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, discomfort, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. Diagnostic results: on(B)(6)2013:she had an essure confirmation test. Amendment: the report was amended for the following reason: all the relevant was transferred from duplicate deletion case: 2018-078253. Source document, reporter were added. No new follow-up information was received from the reporter. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / extreme severe and persistent pelvic pain/ I have excruciating pain in my pelvic area/severe and permanent injuries') in a 24-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychological disorder nos, multigravida and parity 3 dob (B)(6) 2010, (B)(6) 2011, (B)(6) 2013. Delivery complications with oldest and youngest children). Previously administered products included for an unreported indication: implanon and birth control pills. Concomitant products included sertraline hydrochloride (zoloft) for depression as well as hydrocodone bitartrate;paracetamol (norco) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. In (B)(6) of 2013, the patient experienced genital haemorrhage ("severe bleeding/ bleeding for 6 months"). On (B)(6) 2013, the patient experienced abdominal pain lower ("cramping while not on my period / pelvic area/tummy cramp") and migraine aggravated ("huge migraine"), 1 month 27 days after insertion of essure. In (B)(6) of 2013, the patient experienced alopecia ("hair falling out / hair loss"), dyspareunia ("excruciating pain during sex"), loss of libido ("no sexual drive") and mood swings ("mood swing") and was found to have weight increased ("gained weight"). On (B)(6) 2014, the patient experienced adenomyosis ("adenomyosis "). In (B)(6) of 2015, the patient experienced pruritus ("itching "). On (B)(6) 2015, the patient experienced urinary retention ("can´t pee"). On (B)(6) 2015, the patient experienced flatulence ("tummy gas pains ") and constipation ("no bowel movement"). In (B)(6) of 2015, the patient was found to have white blood cells urine ("white blood cells in urine "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), joint pain ("joint pain"), abdominal distension ("bloating"), allergy to metals ("allergic to nickel") with rash and inflammation, depression ("depression"), anxiety ("anxiety"), migraine ("migraines"), back pain ("back pain"), menorrhagia ("extremely heavy periods"), discomfort ("I feel a pinch when cough or sneeze"), arthralgia ("sharp pain in both hips"), thyroid disorder ("thyroid issues"), dizziness ("dizzy"), abdominal pain upper ("stomach hurt"), pain in extremity ("pain in arm and hand"), musculoskeletal pain ("pain in shoulder"), decreased appetite ("loss of appetite"), diarrhoea ("diarrhea"), pollakiuria ("frequent urinating"), palpitations ("heart racing"), tooth disorder ("teeth problems"), gallbladder disorder ("gallbladder problems") and nausea ("nausea") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy (verything removed except ovaries) and catheter. Essure was removed on (B)(6) 2014. In (B)(6) of 2014, the genital haemorrhage had resolved. On (B)(6) 2015, the constipation had resolved. At the time of the report, the pelvic pain and alopecia had resolved, the headache, joint pain, abdominal distension, allergy to metals, depression, anxiety, migraine, back pain, abdominal pain lower, menorrhagia, discomfort, weight increased, dyspareunia, loss of libido, mood swings, migraine aggravated, arthralgia, thyroid disorder, blood cholesterol increased, dizziness, abdominal pain upper, adenomyosis, pain in extremity, musculoskeletal pain, urinary retention, flatulence, pruritus, white blood cells urine, decreased appetite, diarrhoea, pollakiuria, tooth disorder, gallbladder disorder and nausea outcome was unknown and the palpitations had not resolved. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, adenomyosis, allergy to metals, alopecia, anxiety, back pain, blood cholesterol increased, constipation, decreased appetite, depression, diarrhoea, discomfort, dizziness, dyspareunia, flatulence, gallbladder disorder, genital haemorrhage, headache, joint pain, loss of libido, menorrhagia, migraine aggravated, mood swings, musculoskeletal pain, nausea, pain in extremity, palpitations, pelvic pain, pollakiuria, pruritus, thyroid disorder, tooth disorder, urinary retention, weight increased, white blood cells urine, arthralgia and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2014: adenomyosis. Diagnostic results: on (B)(6) of 2013: she had an essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media information received. New events added: gained weight, excruciating pain during sex, no sexual drive, mood swing, hair loss, huge migraine, pelvic area/tummy cramp, sharp pain in both hips, thyroid issues, high cholesterol, dizzy, stomach hurt, adenomyosis, pain in arm, hands and shoulder, can´t pee, tummy hurts, gas pains , no bowel movement, itching, white blood cell in urine, loss of appetite, diarrhea, frequent urinating, heart racing, teeth problems, gallbladder problems, nausea. Patient underwent a hysterectomy and had everything removed except ovaries. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report